Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The meter was submitted for investigation. Visual examination was performed and revealed evidence of liquid contamination under the display. The meter was powered on, and a qc test was conducted revealing that the results section of the display is clearly readable. The alleged problem could not be reproduced. The observed contamination can lead to the issue the customer complained about. The investigation determined the event was consistent with customer mishandling. The investigation did not identify a product problem. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
The patient's meter was requested for return. The investigation is ongoing. Occupation is lay user/patient.

Event description:
There was an allegation of a display issue with an accu-chek inform ii meter. The user reported that there was liquid behind the touchscreen. The user was still able to use the meter for testing but had difficulty reading the results. No misinterpretation of test results was reported.